Manufacturer narrative:
The manufacturer previously reported receiving information alleging a device's sound abatement foam became degraded and caused a patient to develop pneumonia. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New informaton was provided to section d1, d4, and g4.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. It was alleged that the filter was getting dirty. Patient alleged to develop eosinophilic pneumonia , has asthma and sleep apnea has gone worse due to these issues. No other clinical information was reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Secondary findings such as water ingress was observed to the sk blower. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. One error was found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop pneumonia. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.